Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the insulin pump's battery cap could not be removed. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.